Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient presented for magnetic resonance imaging (MRI), the right ventricular (rv) lead exhibited a fracture, short v-v intervals and high unipolar and bipolar lead impedance. The MRI was aborted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead will be explanted and replaced.